Event description:
It was reported the camera head had an intermittent image displayed. The issue occurred before sedation for a unspecified diagnostic procedure. The procedure was completed using a competitor device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, corrosion on adapter a root cause could not be identified. Based on the results of the investigation, intermittent image occurred due to disconnection in cable unit. The most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.